Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached and the fiber forward fired at an unk amount of joules. Per the customer, the fiber cap was retrieved. Additional info reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure after the fiber cap detached, grasping forceps were used to retrieve the fiber cap. The pt did not experience any difficulties due to this event. Observations leading up to the incident was that there was high energy and tissue contact. There were no error codes that were displayed on the console when this event occurred. The user did not experience any injury from the use of the system.